Manufacturer narrative:
We have not received the product for investigation. Hence, we could not conclusively determine the root cause of the reported incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the shunt balloon was not inflating. The issue was noted during pre-use check. No patient involvement.